Event description:
Prior to the implant of the subject device, a problem associated to the packaging was observed. While operating the tyvek cover of the outer sterilized package, the inner sterilized pagkage stuck to the tyvek cover then fell to the floor. The subject device was not used.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.